Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). One sample and one photos from lot # 25c26 submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Regarding the sample from lot # 25c26, no particle could be detected. The bag was filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The result showed that no particulate matter was present. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation of the photo, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we have initiated scar-01734 for apex 250 ml single chamber bags. During raw material inspection, one particulate matter in solution was located, causing a failure of raw material. Nc-12482 has been initiated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.